Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause of the falsely depressed calcium result is unknown. A siemens field service engineer was dispatched to the site to evaluate the occurence. No instrument issues were identified. The customer confirmed that no further calcium discordant results had been observed. This appears to be an isolated instance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample. The patient result was reported to the physician. The same sample was run on the same instrument and a higher result was obtained consistent with other related analyte results. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed calcium result. There was no report of adverse health consequences as a result of the falsely depressed calcium result.